Manufacturer narrative:
The returned device was evaluated. The pod was received with the soft cannula deployed and the formed needle visible through the soft cannula. After opening the pod, the needle did fully retract. Evidence of a linkage assembly error is supported by markings found on the inside of the top housing. However, the exact cause of the needle failing to fully retract could not be conclusively determined, and it could not be conclusively determined if this affected the device's ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that a patient's blood glucose (bg) levels reached between 16 to 18 mmol/l (288 to 324 mg/dl) while wearing the pod between 24 and 36 hours on the leg. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided).